Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. The site was revised with non-tmc hardware. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Feedback from the surgeon indicates the patient had soft bone and is currently doing well. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the patient's soft bone may have contributed to what was reported. The company will supplement the MDR as necessary and appropriate.